Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient experienced symptoms of nausea and vomiting at home; felt drained and tired. When the spouse checked the patient's blood glucose, the cgm reading was 390 mg/dl and the bg reading was 600 mg/dl. Concerned, the spouse drove the patient to the hospital. Upon arrival at the hospital, a hospital nurse checked his blood glucose by doing a fingerstick, and they got over 500 mg/dl, while dexcom cgm still showed 'high'. The patient was diagnosed with dka. The patient was treated with insulin via the pump and calcium through IV. After receiving medications, the bg reading decreased to 250 mg/dl and the cgm reading was 390 mg/dl. At the time of the report the patient remained hospitalized, being observed and administered insulin due to ongoing high blood glucose symptoms. On (B)(6) 2025, a follow up call was made. The patient was discharged from the hospital on (B)(6) 2025, at around 3:00 pm. The patient mentioned that he's already fine and no notable injuries or subsequent injuries taken. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.